Event description:
This is a report of peritonitis caused by a break in aseptic technique, described as the patient did not wear a mask. The patient did not require hospitalization. The patient received remedial treatment with vancomycin, 1gm, intravenously (IV) every 5th day and tazact 4.5 gm IV bid for 14 days. On an unknown date, the patient was retrained on proper aseptic technique and has recovered from the peritonitis. At the time of this report the patient was recovering. No further information was provided at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.